Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device correction and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting that the touchscreen on the v60 ventilator was not working properly. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse advised touchscreen calibration to resolve the issue; however, if the issue persisted, touchscreen replacement would be the next corrective action.